Manufacturer narrative:
Although the used device has been returned for evaluation, the device analysis has not been concluded. Upon completion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported, a valved port was implanted in a patient in 2006. The patient went in for treatment and the port was blocked. It was found that the catheter had broken at the hub where it attaches to the port. The port was removed via surgery. The patient experienced no further complications. The used device has been returned for evaluation.